Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer reported treated it with manual injections. The display did not return after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up properly. Problem isolated to electronic assembly. Unable to perform displacement test and self-test due to blank display. Unit was received with cracked case at the display window corners and display window. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker.